Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesirable side effects from the stimulation resulting in tingling in her hands. The patient underwent a revision procedure where the leads and burr hole cover were replaced. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Exact date unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7086746, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 30128376, UDI: (B)(4).